Manufacturer narrative:
The main component of the system and other applicable components are: : product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient thinks his stimulator has stopped charging or working and pain has come back. The patient reported that for the first time in a year, he turned it on but cannot feel the buzzing at all. The patient¿s pain has significantly increased. The patient stated that when he goes to charge the ins, within 15 minutes it says it is charged. The patient stated it usually takes an hour and a half to charge. The patient reported that when he starts charging, he is at 50% or above, and sometimes at 75%. The patient confirmed he had never used the patient programmer in the past because he has never needed to do anything with it. The patient stated he could not confirm he sees recharger (insr) charge sufficient screen when he knows it is fully charged and the patient cannot remember the screen he normally sees. The patient stated that since the issue with the ins started, he plugged it in last week and it did it again. This past weekend it happened again within 5 minutes, stating it was charged. It was confirmed with the insr that the ins was charging properly at 75%. The patient confirmed he had all 8 boxes, but the stimulation was off. The patient was walked through turning stimulation back on with the insr. He stated he feels stimulation when he coughs but it is still not very strong. The patient plugged the insr to the wall and they confirmed they were seeing proper charging ins screen. The patient synced with the patient programmer and it showed stimulation was on. It was at 1.8v, lying b. Patient did initially say the patient programmer screen was blank and would not turn on at all and it was recommended changing the batteries and patient confirmed that after changing batteries, this issue was resolved. The patient could change programming and had adaptive stimulation. The patient was instructed in increasing stimulation to 2.20v. The patient confirmed the stimulation was going all the way through his leg like it used to. The stimulation was in the right spot, but the pain in the middle of the back where it was off for a little while was still there. The patient later confirmed stimulation seems to be helping with his pain again. The patient was redirected to follow-up with the healthcare provider for pain. It was also recommended that the patient call back if they need assistance with the patient programmer or insr. It was reviewed that the ins may have accidentally gotten turned off. It was also reviewed that the ins will turn off automatically if it goes lower than 25%. Symptoms reported were pain in right leg, thigh, shin and foot. No further complications were reported/anticipated. The indication for implant was non-malignant pain.